Event description:
A patient with a diagnosis of scleroderma underwent an extracorporeal photopheresis (ecp) treatment on (B) (6) 2010. Prior to the ecp procedure the platelet count was 101,000/cmm and the ac ratio was 10:1. The ecp operator noted a blood leak alarm during cycle 3 (buffy coat collection) and stated that fine mist of plasma from centrifuge bowl seal had sprayed inside the centrifuge chuck wall and triggering the alarm. Possible platelet clumping in the treatment bag or blood clotting was also observed by the operator. No other alarms were reported. The customer service representative advised the operator to abort treatment with no manual return due to possible breach in sterility at the time of blood leak alarm. An initial estimate of blood loss was at 725 ml. However, the treating physician later noted that the total fluid loss was 725 ml of which only 250 ml was blood. After the procedure was completed, a complete blood count with differential was ordered which was reported as unremarkable and not significant. After the ecp procedure had been terminated the patient was typed and cross-matched because of the initial impression that the total blood was much higher than the actual blood loss. Even though the complete blood count performed following the conclusion of the procedure was reported as not significant, the treating physician decided to infuse a unit of packed erythrocytes because the cells had been ordered for the patient. The attending physician recommended the patient take an aspirin prior to future treatments. Platelet clumping caused unexpected pressure on the upper bowl seal. The instrument was evaluated by a therakos field engineer and no repairs were necessary; the device was functioning as intended.

Manufacturer narrative:
(B) (4) medical products, (B) (4)